Manufacturer narrative:
The blade was returned for evaluation. The device was inspected dimensionally and found to meet design requirements. Functional inspection was performed and the inner blades rotated freely within the outer blade, no friction was felt in the unloaded condition. Since the returned device was unused, visual inspection was performed on the returned blades and no galling of the inner blade shaft was observed. A review of the device history record was performed which confirmed no inconsistencies. After the evaluation, a root cause could not be determined. The company will continue to analyze additional complaints as they are reported. (B)(4).

Event description:
During a shoulder arthroscopy sad procedure metal debris was noticeable when using the shaver. A back-up device was not required to complete the procedure. Shavings were removed as continuous irrigation was in use, further intervention was not required. This did not result in patient injury or a delay in the procedure.